Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿clinical relevance of corrosion patterns attributed to inflammatory cell-induced corrosion: a retrieval study¿ by anna di laura, et al, published by society for biomaterials (2017), vol. 105b, pp. 155-164, was reviewed. In this explanted material study, the authors aim was to better understand the clinical relevance of cell-induced mom corrosion. Their objectives were to (1) to determine the extent of ici corrosion patterns observed in a large cohort of retrieved hip implants, (2) to give a 3- dimensional characterization to the corroded regions, (3) to correlate our findings with clinical data and 4) to predict which patients are more likely to be affected. The study involved the retrieval of 100 mom implants as well as collected clinical data for the revisions. The analyses included macro as well as microscopic evaluation of the products. Implanted products: of the 100 explanted systems, 25 were asr hras and 25 were asr-xl thas. The remaining 50 explants were competitor products. Reasons for revision surgery: unexplained pain, aseptic loosening (unspecified), infection, aval, periprosthetic fracture (unspecified), and pseudotumor. 4 explants were performed for unspecified reasons. Results: 66% of the asr hemi and 44% of the asr-xl had evidence of corrosion on all surfaces. There was evidence of elevated blood metal ions in an unspecified number of revisions: co range given was 0.5ppb-163 ppb and cr range given was 0.2 ppb- 119 ppb. Both the asr implant systems showed evidence of bearing wear on the articulating surfaces. Metal debris and periarticular joint fluid stained with metallosis was found in both systems at revision. The authors note that the implants that failed for unexplained pain showed greater areas of corrosion than those that did not. Inflammatory reactions were seen in all patients at revision surgery. Aseptic loosening of unspecified components were seen in both asr systems and was attributed to the device corrosion. Captured in this complaint: 25 asr hemiarthroplasties. 25 asr-xl thas".